Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced bacterial and fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be due to a stomach virus; however, this was not medically confirmed. The patient was hospitalized for the peritonitis event. It was reported that the peritonitis was manifested by abdominal pain. The patient was treated with unspecified intravenous antibiotics (dose and frequency not reported) for the event. It was reported that intravenous therapy was discontinued and the patient was placed on an unspecified oral antibiotics. Oral antibiotic was ongoing. It was reported that the pd catheter was removed and the patient was placed on hemodialysis. Hemodialysis was ongoing. Ten days after hospitalization, the patient was discharged and was recovering from the event. Additional information was requested, but is not available. This is report 3 of 3 involved in this event.